Event description:
It was reported that during a video assisted thoracic surgery, the device was fired across the pulmonary artery and the staples did not form and there was massive bleeding. The patient required a blood transfusion. The patient lost close to 3000cc of blood. The case was converted to an open procedure due to the stapler malfunction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) requested additional information and received the following response on (B)(4) 2010: the analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.